Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the date of the alleged event has been overwritten due to continued use of the pump. The current black box showed one pump reboot event associated with a battery and cartridge change. There were battery compartment cracks observed in the thread area and below the grip pad. The audio bolus button cover was torn in the center but still responsive. The up and contrast buttons were intermittently unresponsive. Contamination was found on the keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had no power. Troubleshooting was unable to be completed at the time of contact. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.